Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2009, the patient presented with pre-op diagnosis of l5-s1 degenerative disk disease and underwent l5-s1 anterior interbody fusion using sa peek cage , screws and plate system with bmp. L5-s1 posterior spinal instrumentation using pedicle screw and rod system. L5 partial corpectomy. Per op- notes," 28x14 with 12 deg angulation and 40mm width was inserted into interval filled with bmp.. Procedure was well tolerated by the patient." On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.